Manufacturer narrative:
There are previous complaints on the device not related to the reported issue. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump had system error. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/01/2024, znyo medical received a report that during the preventive maintenance (pm), the pump failed during burn in with a system error. No patient injury/harm reported.